Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Additional damage found was deep scratches on the main tube and corroded back idler pulleys. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches varied in length and were not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The back idler pulleys exhibited a yellowish-orange material on the surface. Engineering concluded the damage was likely due to improper cleaning. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken wire was noted on a prograsp forceps instrument. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.